Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device was making a noise and was stalling. The device was effecting the handpiece, it was not providing enough power. The physician had to wait for the unit to cool down. The same device was used to complete the procedure with no adverse patient consequences.